Event description:
On the event date, the patient reported that he frequently experiences air bubbles in his insulin cartridges. He stated that he does not allow insulin to reach room temperature prior to use. He stated that he does not properly adjust the piston rod of the infusion device prior to inserting the insulin cartridge. He was educated on the proper procedure. He stated that he does prime air bubbles from the system, but he was not aware that he should prime with the infusion device upright. He was assisted in priming out the air bubble that was in his current insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.